Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 3.1 was failed and device was not detected on bus. Customer did reboot the station however issue still persists. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer verified the issue and confirmed that main half height drawers 3.1 and 3.2 were not being detected on bus. Upon inspection, discovered the row board cable was loose. Reseated the cable and cleaned the retractor band. Rebooted the station and performed firmware updates. Verified that the drawers were detected and functionality restored. The system functioned as intended after the field service engineer repaired the device.